Manufacturer narrative:
Upon review, the pacemaker should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
Additional information received indicated that the device did not enter backup mode, but rather that the emergency vvi button was pressed during the initial interrogation. The event was resolved and the patient suffered no consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, upon interrogation the device was noted to be in backup mode. A device download was performed to resolve the event and the patient was stable with no consequences.